Manufacturer narrative:
Block h6: device code 2610 for the reportable issue of bands failed to deploy. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a hemostasis procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the fifth band was unable to be released. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. It was reported that the speedband device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure. Reportedly, earlier in the setup process, the physician removed the ligator shrink wrap prior to securing the ligator head on the scope, which is earlier than what is instructed in the device instructions for use. It was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
(B)(4); according to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a hemostasis procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the fifth band was unable to be released. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.